Manufacturer narrative:
4/22/2015 follow up: customer reported that the issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. To address the high bg, the customer would either use an injection of insulin or change the infusion set site and deliver a bolus with the pump. After the most recent alarm, the customer changed the cartridge and the insulin was gel-like. The customer was to speak to a pharmacist about the insulin.